Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that there are ink-like black spots on the lcd screen of the insulin pump. Customer's blood glucose reading was 185 mg/dl. No significant events leading to the keypad issues were observed. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with bleeding display glass, minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.